Event description:
It was reported that a clinical evaluation report (cer) contained clinical data published outcomes from various medical literature s ources, pertaining to calcium phosphate bone substitutes, extremity fracture treatment, kyphoplasty and vertebroplasty. It was reported in the cer that "1 of 1 (100%) patients showed a pulmonary cement embolism causing tachycardia and dyspnea". No further information was reported. The type of cement used in this case was not specified in the cer document.

Manufacturer narrative:
(B)(4).